Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a tantalum capacitor.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted, not implanted. During the procedure, the ICD was implanted and leads were attached. The device was found to have oversensing, abnormal thresholds, and the patient received inappropriate therapy. The leads were tested through the epg and tested normal. The leads were reconnected to the device and again had oversensing and abnormal thresholds. A different device was implanted and remains in use. No further patient complications have been reported as a result of this event.